Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device was alarming, unresponsive and had a blank screen. It was reported review of the astral device logs revealed the occurrence of a total power failure. There was no patient harm or serious injury reported as a result of this incident.